Event description:
As reported through edwards lifesciences affiliate in the united kingdom, regarding an implant case of a 23mm sapien 3 ultra. During device preparation, when completing the initial crimp of the valve, a small piece of green suture came away from the valve when the qualcrimp was removed. The suture holding the valve into place within the holder had already been discarded. Another 23mm sapien 3 ultra valve was prepared and successfully implanted. Patient outcome was good.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: valve was expanded: no missing green suture/thread from inflow side. No abnormalities on cross sutures, skirt joints, and green sutures/threads. Functional and dimensional testing is not applicable for this event. The evaluation is based on visual inspection and material analysis. The returned device was visually examined for any abnormalities and the following was observed: valve was expanded: no missing green suture/thread from inflow side. No abnormalities on cross sutures, skirt joints, and green sutures/threads. The reported event was confirmed based on the provided imagery and returned device evaluation. Material analysis was performed on the green suture/thread like particulates are consistent to suture, prolene, 4/0 material. Process walk trough was performed by manufacturing to ensure none of the materials, fixtures or tooling used matches suture, prolene, 4/0 green suture/thread like material and there were no matches observed. A review of DHR, lot history, complaint history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulates through multiple manufacturing mitigations in place. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, during device preparation, when completing the initial crimp of the valve, a small piece of green suture came away from the valve when the qualcrimp was removed. Per returned device evaluation, no missing green sutures/threads were found. There was no particulate reported upon the open valve jar, and the green suture/thread like particulate was found after the initial crimp. In this case, the green suture/thread particulate was likely introduced during the device prep handling. Additionally, suture, prolene 4/0 was a common material in operation room. As such, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided by the site and revealed the following valve was partially crimped and one (1) green foreign material appeared to be monofilament thread, which was used for attached the valve onto the valve holder. The reported event was confirmed based on the provided imagery. A review of DHR, lot history, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulates through multiple manufacturing mitigations in place. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, during device preparation, when completing the initial crimp of the valve, a small piece of green suture came away from the valve when the qualcrimp was removed. Per evaluation of the provided imagery , the green foreign material appeared to be monofilament thread, which was used for attaching the valve onto the valve holder. Per training manual remove thv from holder using sterile scissors and cut suture/monofilament directly across from knot and pull at knot to remove. In this case, it was possible that the monofilament thread was improperly cut or cut for twice, so the monofilament thread could not be fully removed and partially remained within the valve during the monofilament thread/suture removal per training manual, resulting in observation (green foreign material) after the initial crimped as reported. As such, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.